Event description:
Device 1 of 2, reference MFR. Report#: 1627487-2018-00438. Follow-up revealed the patient's low impedance issue remains ongoing and surgical intervention may take place on a later date.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2018-00438. It was reported the patient (B)(6) lost stimulation over time after experiencing several falls. Troubleshooting via reprogramming has been unsuccessful. An impedance check revealed no anomalies. X-rays were taken but details related to the results are undetermined. The patient may undergo surgical intervention to address the issue.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2018-00438. Follow-up revealed low impedance was found. Reprogramming/troubleshooting was performed and was able to provide needed therapy.